Manufacturer narrative:
One device was returned for repair. Alarm related to complaint was found in event log. No relevant service history was found. Upon powering on the pump, an alarm confirmed the issue. Replaced the left plunger case and force sensor. Also replaced the plunger printed circuit board. Device passed all verification tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's force sensor was broken (B)(6). There was no patient involvement.